Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; board connector cable not seated. Analysis found the keyboard pad is damaged. Upper case, lower case, two side bail covers, and ring cover are broken. Battery release, heart block, lead flex cover, and main pcb (printed circuit board) are contaminated. One case screw, two side bails, ring, and battery drawer o-ring are missing. Battery contacts are compressed. (B)(4).

Event description:
It was reported there are segments missing in the display and there is slight damage to the screen. The device was returned for repair. No patient involvement or complications were reported.